Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, resistance with the anatomy was noted during advancement of the proglide device but the suture was successfully deployed. An attempt was made to advance the guide wire through the guide wire exit port of the proglide device; however, the guide wire was unable to be advanced, wire access was lost. The proglide device was removed and a kink not too far from the distal end of the sheath was noted. Hemostasis was achieved with the suture of the same proglide device. A different access site, left common femoral artery, was used to continue with the tavr procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.